Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels between 20 and 22 mmol/l. The customer was taken to the hospital, but the healthcare professional found nothing wrong. It was also stated that the buttons were unresponsive. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.